Manufacturer narrative:
The device was received in normal working conditions with battery voltage above elective replacement indicator. Analysis performed, including sensing test at field and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported events of incorrect measurement and intracardiac electrogram anomaly were not confirmed.

Event description:
After leaving the initial implant procedure, the device displayed a battery anomaly due to diagnostics. The device was further interrogated but the electrogram was blank. Technical support was contacted and recommended replacing the device. The device was explanted and replaced to resolve the event. The patient was stable.